Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4). The product was investigated in the laboratory of the manufacturer. The oxygenator was cleaned with sodium hypochlorite solution. A tightness test was performed and a leakage on the luer at the blood inlet connector was detected hereby. During visual inspection it was determined that the leakage was caused by cracks. The cracks on the luer were glued and a tightness test was performed again and no leakage could be confirmed. Thus the reported failure could not be confirmed. Thus the most probable cause of the reported event remains unclear at this time. Since the reported failure did not contribute to a death or serious injury and no systemic issue could be determined no corrective action is needed at this time. The data is being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The device has not been returned for evaluation. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the hospital: "hl30, egb30 and the oxygenator were being used during the procedure. During the procedure, the customer observed that the blood oxygen level was low (checked by a cdi), then, set the fio2 to 100% on the egb30, however, the level didn¿t go up as setting. (Setting is unknown) the me tried to find out whether the issue is coming from the oxy or egb30; he set the fio2 to 100% on the egb30, however, the level went up to only 91 ¿ 92%." (B)(4).